Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and has both of the ball components disassembled/missing. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a routine distribution inventory check, a tibial articular surface provisional shim instrument was found to be missing ball bearings. There was no patient involvement and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.